Manufacturer narrative:
Unexpected restart alarm noted after battery change due to faulty capacitor interface board. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a cracked battery case. Every time she changed the battery, the insulin pump alarmed unexpected restart and the time and date reset. When she changed the infusion sets, the two plastic pieces from the tubing connector that are used to lock onto the top of the reservoir would break. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.